Manufacturer narrative:
Subject device was disposed.

Event description:
It was reported that during the procedure, the physician attempted to implant the coil but did not like how it was placed; therefore, decided to remove it. It was reported that upon removal the delivery wire broke. The physician removed the coil and microcatheter together as one unit without any clinical consequences to the patient.

Manufacturer narrative:
A device history record revealed no indication that the device, labeling and packaging failed to meet its specifications when released. The subject device was not available for functional and physical testing, and a review of available information was not able to determine a definitive cause for the reported event. Therefore, a cause undeterminable was assigned to the complaint.

Event description:
It was reported that during the procedure, the physician attempted to implant the coil but did not like how it was placed; therefore, decided to remove it. It was reported that upon removal the delivery wire broke. The physician removed the coil and microcatheter together as one unit without any clinical consequences to the patient.